Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer stated battery cap as well as battery compartment is corroded battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear the pump was returned for cosmetic damage located at the battery compartment, damaged battery cap, and failed battery test alerts found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Pump passed sleep current measurement, active current measurement, self test, and displacement test. No failed battery test alerts noted during testing. However, failed battery test alerts noted in the pump history on (B)(6) 2021 at 5:23pm and at 5:33pm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found moisture damage on battery cap contact and battery tube. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, damaged display window cover, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, moisture damage in battery tube, corroded battery cap contact, and faded serial number label. . Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Failed battery test alerts confirmed in the pump history files on (B)(6) 2021 due to corroded battery tube. Battery cap cracked/damaged confirmed during visual inspection where corroded battery cap contact was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.